Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their electrodes did not work when connected to the patient during use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their electrodes did not work when connected to the patient during use. There were no reports of adverse effects to the patient as a result of the reported event.